Event description:
It was reported the patient had his spectra penile prosthesis removed and replaced due to sizing issues. No patient complications were reported in relation to this event. Additional information was received that there was no patient injury associated with this event, and "the thickness of both cavernous is different, so insert 9.5mm and 12mm respectively."

Manufacturer narrative:
The explanted spectra cylinder was returned for analysis- the analysis results indicate the cylinder had holes in the outer layer that were the result of tool damage that exposed inner segments. It was determined that the cylinder was functional.